Manufacturer narrative:
Initial 1 of 5. E1: event country: switzerland. Name: tandem, country: united states of america, street address: 11045 roselle street, city: san diego, state: california, zip code: 92121. Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient faced adhesive issue as infusion set fell off during use on (B)(6) 2026. The patient had faced the issue with five sets in last two months which were replaced and resumed insulin successfully.